Manufacturer narrative:
The unit was evaluated by a ge product engineer at the customer site. The device passed all of the service checkout procedures and functional tests when tested with ge transducers known to be in good operating condition. The device was found to be functional to published specifications. The clinical assessment of available trend data from the customers central monitoring station indicated the fetal scalp electrode (fse) was detecting and incorrectly displaying the maternal heart rate (mhr) as the fetal heart rate (fhr) on the corometrics 250 cx monitor. Based on the maternal ECG strength, or amplitude, along with the signal conductive path to the fse location, the mhr can be measured. The user did not verify that the fhr displayed at the onset of monitoring was in fact the fetal heart rate rather than the maternal heart rate. The root cause is misinterpretation of data by the user. The user did not compare the maternal heart rate with the fetal heart rate and therefore did not detect the device was picking up mhr and displaying it as the fhr.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported infant death during use of the corometrics 250cx monitor. A ge healthcare (gehc) on-site investigation and examination of the device determined that the device functioned as intended. Gehc will submit a follow-up report when the investigation has been completed.